Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 7482a51 serial# unknown implanted: 2008-(B)(6)explanted: 2018-(B)(6) product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the extension was removed as well.

Manufacturer narrative:
Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. Patient reported that they had an infection and the ins was being removed the following day in the morning. Patient stated that poison ivy got into the incision, and the patient has been on antibiotics for like a month. Patient stated they saw an infectious disease and the health care professional (hcp) decided they needed to remove the device for the infection to clear. It was stated that they will be leaving the leads in the brain and removing the device from the chest for two weeks. Patient indicated that they will implant a new ins ns it will either be implanted on the other side of the chest or in the patient's abdomen. Patient stated that they turned the device off and experienced a return of symptoms, patient inquired how their symptoms may respond when the ins is removed for two weeks. Patient was redirected to the hcp. The patient's therapy was noted to be but low. Patient state that their ins shows they are at 2.62v, and they inquired about battery information which was reviewed. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was clarified that the infection occurred at the generator site. It was indicated that this event was possibly related to the device or therapy but unrelated to the implant procedure. Other etiology related to this event was noted as poison ivy. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the deep brain stimulation (dbs) had to be removed back in (B)(6) 2018 due to an infection that the patient had in (B)(6) 2018. The caller stated they were going to replace the dbs with another non-rechargeable system. The caller also noted the patient had scar tissue from the device.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2018, product type: extension; product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.